Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that they noticed the automatic dilution for the architect ca19-9xr assay is not producing the expected result. The customer provided an example for a patient diagnosed with pancreatic cancer. Undiluted sample result: > 1200 u/ml, auto dilution result: approximately 600 u/ml, manual 1:10 dilution result: approximately 1700 u/ml. The customer tested the sample on their other architect instrument. Undiluted result: > 1200 u/ml, auto diluted result: approximately 1700 u/ml (this result was reported) . No adverse impact to patient management was reported.

Manufacturer narrative:
On 09/8/2021 and 09/09/2021, field service performed significant troubleshooting, which included multiple parts being aligned, checked, verified, cleaned, replaced, and calibrated. The 100ul buffer pump was determined likely cause for the issue. The 100ul buffer pump was replaced and the issue was resolved. The instrument service history review revealed no additional service tickets associated with discrepant/erratic ca 19-9xr results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.